Event description:
Caller reported a malfunction on the pump, displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the caller with the process, resulting in a successful reset without recurrence of the malfunction code. Caller was advised to continue using the pump and contact support if the issue recurred, which the caller understood and acknowledged.